Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis. Concomitant products included levothyroxine sodium (synthroid) since 2001 for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and endometriosis ("endometriosis"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("rashes or skin conditions type: painful sores ankle"), groin pain ("rashes or skin conditions type: painful sores , groin"), pain in extremity ("rashes or skin conditions type: painful sores back and front of legs") and back pain ("rashes or skin conditions type: painful sores , groin; back /low back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pain in extremity and back pain had resolved and the abdominal pain, uterine leiomyoma, arthralgia, groin pain, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, endometriosis, groin pain, menorrhagia, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with mild chronic cervicitis; no evidence of dysplasia or malignancy. Weakly proliferative phase endometrium; no evidence of atypical hyperplasia or malignancy. Myometrium with adenomyosis. Multiple submucosal and intramural leiomyomata (ranging from 0.4 cm to 0.7 cm in greatest dimension). Bilateral benign fallopian tubes; left simple paratubal cyst (1.0 cm in greatest diameter). Specimen: uterus and bilateral tubes. Gross description: received in formalin in a properly labeled container designated. Concerning injuries reported in this case the following one were described in patient medical records: it confirms events as uterine fibroid. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received: events injury was replaced with abnormal bleeding (vaginal, menorrhagia),rashes or skin conditions type: painful sores (ankle, groin; back and front of legs),endometriosis and fibroids, pelvic pain added. Medical history, lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.